Manufacturer narrative:
Per t:slim g4 user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings for over 15 minutes. The customer's blood glucose (bg) level was 180 mg/dl. Reportedly, the transmitter and pump were not being worn within line of site; however, a root cause could not be determined. Reportedly, the customer continued to use the pump for insulin therapy.